Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product : 5086mri implantable pacing lead (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that within three days of a system implant procedure, there was an "irregular pulse (in which) one pulse (was) skipped every one hour" and this was noted on the electrogram (egm). The issue was related to the egm amplification and so the device ventricular sensitivity was decreased. The data will be checked again and the device remains in use. No patient complications have been reported as a result of this event.